Manufacturer narrative:
The user experienced hypoglycemia resulting in loss of consciousness and emergency medical evaluation while using the ilet. This situation is consistent with excessive insulin delivery relative to carbohydrate intake following an incorrect meal announcement. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia consistent with the reported event in which the user announced a meal but did not consume the corresponding amount of carbohydrates, resulting in an overly large meal dose. Based on available information, the event was attributed to use-related therapy management factors, specifically incorrect meal announcement and failure to match carbohydrate intake, with the device problem excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia after announcing a meal but not consuming sufficient carbohydrates. The user lost consciousness while with family and was transported by emergency medical services to the hospital, where the user was evaluated and treated and subsequently discharged. No long-term health effects were reported.